Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml. Flex dosing was at 1274.7 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that there were ¿no known events.¿ the patient lived in a care center for children. His caregivers were asked about any withdrawal symptoms, and they were not aware of any. The patient went in for a pump refill. When the hcp interrogated the pump, she saw the "tube set" error message. She read the logs. Logs indicated a motor stall occurred on (B)(6) 2016 at 17:40. Motor stall recovery occurred on (B)(6) 2016 at 09:11. Another motor stall occurred on (B)(6) 2016 at 18:07 with no recovery. On (B)(6) 2016, the "stopped pump period may exceed tube set" error was noted. The pump was alarming. The strip indicated that the expected reservoir volume (erv) should have been 3.5 ml in the pump. The actual reservoir volume (arv) was 12 ml when it was removed. The hcp did not want to refill the pump since the pump had stopped. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was wheelchair bound. The hcp was going to refer the patient to neurosurgery for evaluation of the catheter. He would determine whether the pump would be replaced at a later date, as he was not sure if the pump/baclofen was helping the patient. Surgical intervention had not occurred or been scheduled, but it was planned. The issue was not resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.